Manufacturer narrative:
(B)(4). . The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in set) during dwell on the homechoice (hc). The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed the hp of the errors meaning. The hp would continue therapy with a manual exchange by draining for the day and would also contact the nurse regarding the system error. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 during the dwell stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. As such, the root cause was not determined.